Event description:
The facility's biomed reported an infusion pump with an 812:02 failure code. The biomed reports the pump was brought to them with the failure code 812:02 where it was noticed that the pump would go into failure while trying to start a piggyback program. It is not known if the pump was hooked up to patient when the failure occurred. Although attempts were made by baxter technical support to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.